Event description:
The hcp reported that, a catheter revision was performed; the distal piece of the catheter had nearly pulled out of the intrathecal space. Events leading up to the revision were not reported. The end of the catheter was pulled out; before splicing another distal piece onto the end of the existing catheter, a bolus was programmed to check for catheter patency. A 10 mg bolus over 25 minutes was programmed. When the catheter was determined to be patent, the hcp selected discontinue bolus, but review of the telemetry strips indicates that the pump was not updated to accept this change. The distal catheter segment was then implanted and connected to the existing piece. The nurse estimated that the patient would have received 1 mg bolus, "at most." The patient was reported to be doing well and was to be monitored closely overnight. Prior to revison the daily dose was 3 mg/day. The daily dose following revision was 1 mg/day. Final patient outcome was not reported. Same as manufacturer's report #. 6000030200602282.